Event description:
It was reported by the contact that the customer received multiple altitude alarms. There was no reported impact to the customer's blood glucose level related to the altitude alarms. The contact stated that there was no known blockage or moisture on the vents. Reportedly, these past alarms were cleared.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.